Event description:
Information received indicates the ground loss light is blinking.

Manufacturer narrative:
The technician found the ground pin was loose and replaced the power cord plug to repair the bed.